Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported the patient had a possible infection at the lead site. The patient's health care provider (hcp) was considering options of removing the lead or part of the lead. The cause of the infection was unknown. No troubleshooting was done. A revision was done and the left lead was removed. During the revision, cultures were taken and a cranial washout was done. The patient was doing well after surgery and their right deep brain stimulation system was turned back on. The patient's indication for use is parkinson's dual and movement disorders.